Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they had high blood glucose. The customer's blood glucose at the time of incident was over 600 mg/dl and last blood glucose was 162 mg/dl. The customer treated high blood glucose with insulin shot. The customer reported that they received no delivery alarm. The insulin pump will not be returned for analysis.